Event description:
Pump reportedly underinfused. Set to run at 150cc/hr; took 4 hrs to infuse 250cc. Second time: 175 cc/hr took 1 hr & 45 min to run 250cc. Biomed did not test pump. No pt injury resulted.